Event description:
The customer stated she was hospitalized for high blood glucose levels above 700. The customer initially called to get assistance due to the insulin pump alarming no delivery during the prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.